Event description:
Allegedly, the femoral component broke and caused a lameness in the patient and pain in his knee. The insert has resulting wear.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.